Event description:
Md was attempting to implant medtronic 4298 cs lead utilizing an abbott brand hi-torque balance middleweight (bmw) 0.014 guidewire (hydrocoated). This is a wired that he regularly uses for his crt cases. After a couple of attempts to place lead in target vessel, mo seated lead in distal branch of target vein then attempts to remove wire and notes that he cannot pull wire from lead. Several attempts made to dislodge wire from lead but were unsuccessful. Lead and wire removed from patient. Attempts were made to push wire through distal end of lead once out of body, but were unsuccessful also. New 4298 lead dropped onto sterile field as well as whisper extra support wire. New lead implanted without event. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).